Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 2 years 8 months and 14 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted. Per medical records the valve was explanted due to severe aortic stenosis and the tavr leaflet was impinged, a surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. A lot history review was performed using the valve serial numbers: (B)(6) from the work order and revealed no other complaints relating to the complaint codes. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigation's review is not required. Imagery was not provided by the site. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implantation stenosis was confirmed based on provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 2 years 8 months and 14 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted. Per medical records the valve was explanted due to severe aortic stenosis, a surgical valve was implanted. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had a medical history of hyperlipidemia, which is a well-known risk factors for developing bioprosthetic valve calcification stenosis. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and may eventually lead to valve stenosis. Additionally, per the medical records, it was reported that the thv had severe aortic stenosis due to impingement of the anterior leaflet of the mitral valve. It is possible that the presence of another valves leaflet interacting with the thv may have led to the reduction of the effective orifice area of the aortic valve, leading to stenosis. As such, available information suggests that patient factors (hyperlipidemia, impingement of anterior mitral leaflet by thv) may have contributed to the reported event. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.